Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/05/2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported no audio output could not be confirmed. A root cause could not be determined.